Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on an (B)(6) 2021. Post procedure, on (B)(6) 2021, when the physician attempted to remove the stent with a snare, it was difficult to remove. The proximal flange was perpendicular when removed and caused trauma inside the patients' bile duct and had to drain the fluid. Another advanix biliary stent was implanted to the patient and successfully completed the procedure. There was no patient complication of laceration reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.